Manufacturer narrative:
On 29 july 2016 it was prepared a final report with the information already reported in the initial report. On 02 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 06 june 2016. (B)(4). On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: secondary stabilization in a tka implanted one year before. A thicker inlay has been implanted. This is a standard procedure that may be caused by ligament laxity, sometimes progressive, or to an attempt by the surgeon to spare as much tissues as possible during primary operation. Components look correctly implanted and no subsidence or mobilization can be inferred from the images. No reason to suspect that the secondary intervention was due to a defective device. : not available.

Event description:
The patient was having instability of the left knee. The patient did not have any traumatic experience and the surgeon listed no known cause for the instability. The surgeon revised the insert. The surgery was completed successfully. X-rays are available. The explant will not be returned to medacta international (B)(4).